Event description:
The account stated that the cd3200 sl analyzer generated low results for hgb, mch, and mchc. The results generated were: hgb=5.5 g/dl, mch=12.1 pg, mchc=15.1 g/dl. The results were not reported, as they were suspect. The account cleaned the hgb flowcell and repeated the sample and a hgb of 11.2 g/dl was generated. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.